Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2025).

Event description:
It was reported that during a port placement procedure, the port nasal tip was allegedly broken during the attachment of catheter. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the port nasal tip was allegedly broken during the attachment of catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port, one catheter in two segments, one cath-lock, one introducer needle, one right-angle non-coring needle, one vein pick, one flushing connector, one tunneler, one j-tip guidewire loaded into a guidewire hoop, one 10.0fr introducer peel-apart sheath and one vessel dilator were returned for evaluation and two electronic photos were provided for review. The investigation is confirmed for the reported port stem fracture and identified material separation issues as a complete circumferential break was noted to the port stem. The distal portion of the port stem was found loaded into the proximal end of the first catheter segment. The edges of the break to the port stem appeared to be uneven. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.